Event description:
It was reported that the pulse generator exhibited post-paced t-wave oversensing. The patient was doing fine. A follow up appointment was scheduled.

Manufacturer narrative:
Initial reporter: company representative.